Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mlz832 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown laparoscopic procedure on (B)(6) 2019 and suture was used. During the procedure, the needle was detached from the suture. It was not a control release needle. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). It was reported performance suture breakage. An empty opened foil and a dispensed suture piece of product code z513, lot # mlz832 were returned for analysis. During the visual inspection of the sample, the needle was removed from the suture and the ends of the suture were observed cut appears to be by use of surgical instrument. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The product code z513 contains a pds suture and the suture is absorbable, the sample was received open and used and the time of exposure that has the suture in the environment could not be determined. No functional test could be performed. According to sample condition, the assignable cause of the performance suture breakage, suggest an improper handling.